Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiration valve. In consequence (correction) the defective inspiration valve was replaced. There was no patient or user harm.

Event description:
The device is failing the flow sensor calibration test. The device has been calibrated but the issue still the same. It was noticed that the p pat is out of range even when calibration the device. It is suspected to be an issue with the servo module, and for that we need to replace it.